Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module serial (B)(6) and determined the tubing, peristaltic head required replacement, which resolved the issue. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with false elevated magnesium results. A review of tracking and trending for the alinity c did not identify any trends with regards to the current issue. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial (B)(6)or the tubing, peristaltic head were identified.

Event description:
The customer reported falsely elevated alinity c magnesium generated from alinity c processing module (sn: (B)(6)). The customer reported provided the following data: customer normal values: 0.66 to 1.07 mmol/l on (B)(6)2023 sample ID (B)(6)first result was 2.94 and repeat result on 17 oct with a different analyzer (sn: (B)(6)) was 0.685 per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity c magnesium generated from alinity c processing module sn (B)(6). The customer reported provided the following data: customer normal values: 0.66 to 1.07 mmol/l. On (B)(6) 2023 sample ID (B)(6) first result was 2.94 and repeat result on (B)(6) 2023 with a different analyzer (sn: (B)(6) was 0.685. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.